Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis and the observed posterior needle tip was likely cut at the account. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The posterior needle tip had a separation, and the separated portion was not returned. The separation was jagged. The proximal end of the posterior needle tip was scratched. In this case, based on the conclusion from the sem analysis, the observed posterior needle tip separation was likely cut at the account and not an indication of a product quality issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Note: analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, with five prostyle devices, the suture was not present when the plunger was removed. The physician decided to not pre-place any more devices. The sheath was upsized to 13f, and the procedure was completed. Hemostasis was achieved with a non-abbott device and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.